Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported their dentist recommend treatment stop to prioritize their primary dental needs of cavities and periodontic treatment. Their ortho concerns will be directed to the patient's dentist orthodontic team. Lor provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.